Manufacturer narrative:
(B)(4). The customer returned one connector for investigation. The et tube was not returned. The returned connector was examined with and without magnification. Visual examination of the connector revealed that the product is cracked. It could not be determined what caused the connector to crack. No other defects or anomalies were observed. Functional inspection could not be performed based upon the condition of the sample received. The instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The reported complaint of "cracked connector" was confirmed based upon the sample received. It could not be confirmed how or when the connector was damaged. Therefore, the root cause of this complaint issue could not be determined. *a conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint received via email : alleges "we have noticed a fault with your e.t. Tubes" with attached to the email a photo showing a cracked connector in front of an endotracheal tube package. No report of patient involvement. It is unclear if it was in the clinical setting.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer returned a photograph. The photo was examined and the cracked connector was confirmed. A verification of the failure mode reported in the current manufacturing process was conducted by taking fifty samples from current production at the manufacturing facility and inspected according to the quality procedure. No cracked connectors were observed in the fifty samples from production. Although from the returned photo the complaint of "cracked connector" was confirmed, the root cause for this issue is considered unknown as it is necessary to receive the physical sample to perform a proper investigation and determine a root cause. If the complaint sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint received via email : alleges "we have noticed a fault with your e.t. Tubes" with attached to the email a photo showing a cracked connector in front of an endotracheal tube package. No report of patient involvement. It is unclear if it was in the clinical setting.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint received via email: alleges "we have noticed a fault with your e.t. Tubes" with attached to the email a photo showing a cracked connector in front of an endotracheal tube package. No report of patient involvement. It is unclear if it was in the clinical setting.